Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch lancing device did not fully penetrate her skin when she attempted to obtain a blood sample. This complaint was based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 12 p.m. The patient reported managing her diabetes with insulin pump therapy. It is not known if the patient made any changes to her normal diabetes management as a result of the alleged issue. The patient claimed that at 1 p.m. She became "shaky and dizzy" and 30 minutes later treated her symptoms by drinking juice. It is not known what the patient's blood glucose was at the onset of symptoms or how long it took for the symptoms to abate. During troubleshooting, the cca documented that the patient had been using the subject lancing device for 6 months. The cca confirmed that there was no known misuse to the subject device. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury due to the alleged issue starting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.